Manufacturer narrative:
The reason for this revision surgery was due to a patient's dislocation after 1 year in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device; it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the patient's dislocation was reported as the competitor's product being poorly placed. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Hospital kept the device.

Event description:
Revision surgery - the patient was dislocating due to the placement of a stryker cup. This lead to the surgeon replacing the head of the djo/orthopedic technologies inc (oti) product.